Event description:
On (B)(6) 2025, the user was hospitalized due to a high blood glucose (bg) level of 458 mg/dl. Their bg remained out of range for approximately five hours. Ems was called and the user was transported and admitted to the hospital, where they were treated with an insulin IV and released the following morning, (B)(6) 2025. Symptoms included feeling thirsty, sweaty, and hot. The user has since reconnected to the ilet.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.